Manufacturer narrative:
(B)(4). The ventilator was returned for investigation and the reported malfunction was unable to be duplicated. The unit was power cycled 50 times and each time it passed testing, and the touchscreen operated as intended. Additionally, the device was allowed to ventilate for over 24 hours and no screen issues was observed. No parts were replaced and the reported malfunction was not verified.

Event description:
It was reported that when attempting to connect to a patient, a ventilator screen froze. There was no report of serious injury or death associated with this event.